Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, it was stated that the customer had received the replacement central processing unit (cpu) printed circuit board assembly (pcba). When the customer attempted to replace the cpu pcba, the device continued to alarm with a primary alarm failure. The customer contacted technical support and was to replace the speaker assembly before the cpu pcba. The customer stated in the gfe response that they placed an order for a replacement speaker assembly. In a gfe response from the customer received on 12dec2023, the customer confirmed that they had received the replacement speaker assembly and installed the part. The device issue resolved, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the customer had received the replacement central processing unit (cpu) printed circuit board assembly (pcba). When the customer attempted to replace the cpu pcba, the device continued to alarm with a primary alarm failure. The customer contacted technical support and was informed that they should have attempted to replace the speaker assembly before the cpu pcba. The customer stated in the gfe response that they placed an order for a replacement speaker assembly on (B)(6) 2023. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) advised the customer to listen for audible sound from the speakers, verify the speakers were connected, verify the braided wires were not touching the speaker housing, and then verify the resistance of each speaker. The customer confirmed that both speakers were good and requested the part information for a replacement central processing unit (cpu) printed circuit board assembly (pcba). The rse provided the cpu pcba replacement part information and pricing. In a good faith effort (gfe) response from the customer received on 10oct2023, it was confirmed by the customer that they had ordered the cpu pcba but had not received the replacement part yet. The customer stated that when they receive the replacement part they would call back to acquire the activation code for the software. This investigation is ongoing.